Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose as well as insulin pump had an under delivery alarm. Customer stated that they had some issue last week and this morning the glucose value was 26 mmol/l at the time of incident. Customer treated with manual injection for high blood glucose. Customer stated that they changed the injection site but that didn¿t work. Customer stated they have not contacted their high pressure test regarding the high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer had a symptom like nausea. Customer was alleging the insulin pump for under delivery because the customer¿s husband was confused that he was asking that the bolus takes 3 hours to deliver the insulin. Customer stated that the time and date was not correct. Customer was not calling back to perform a high pressure test. Customer was not insisting on insulin pump replacement. Customer does not use the minimed 670g system. The device will return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No delivery anomaly noted during testing. Device functioning properly. Device received with cracked retainer and peeling serial number label.